Manufacturer narrative:
(B)(4). Return of the device for investigation was requested, however it is not available.

Event description:
The customer reported that prior to use, the cuff couldn't be deflated. There was no patient involvement.